Event description:
It was reported that the site was experiencing image quality issues. The field engineer (fe) performed an investigation at the site and found burned capacitors on the rf body coil. No injury was reported. The concern is for a possible burn if the patient was to come in contact with the bore wall.

Manufacturer narrative:
The fe replaced the rf body coil. No similar occurrence was observed since the replacement. The bore covers are flame resistant and is ul94-v0 rated. The system's operator manual instructs the user to perform a system shutdown when a serious equipment fault is experienced. Additional investigation is ongoing.